Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Multiple attempts were made to complete trouble shooting and customer did not respond to attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.